Event description:
It was reported that during a surgery the burr device did not drill well. The surgeon tried to drill multiple times but because he had to put tremendous force he decided to use a k-wire 1.6mm instead of the drill in the hallu-fix set. The surgeon wasn't pleased by the quality of the drill and mentioned he could hurt the patient or himself. It was reported that although the device was in contact with the patient, there was no patient injury. It was reported there was a delay in surgery of 10 (minutes).

Manufacturer narrative:
Integra has completed their internal investigation on 10jun2016. The investigation activities included: methods: -review of device history records. -review of complaint history. Results: the number of lot is unknown we cannot perform a review of device history record. This is the (B)(4) incident for similar issue after the review complaint records during last two years. (B)(4) items were sold during this period, drills 119618nd being single use instruments. The global rate failure is evaluated at (B)(4). We cannot determine the lot failure rate because the number of lot is unknown. Conclusion: the product was not returned, the root cause of the incident described in this complaint cannot be determined.